Manufacturer narrative:
One device was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was not confirmed during the event log review. Visual and functional testing was performed. Complaint of ripped downstream occlusion (dso) was confirmed during visual inspection. Device passed testing post repair.

Event description:
It was reported that the downstream occlusion seal was ripped and bubbled. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.